Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the implant procedure the surgical wound site was confirmed to be red and swollen. The pacemaker pocket was opened and hematoma was confirmed. The hematoma was removed and the pacemaker pocket was cleansed. The device remains in use. No further patient complications have been reported as a result of this event.